Event description:
It was reported the patient was no longer receiving stimulation in her pain pattern and was receiving unintended stimulation in other areas. It was also reported the issue was unlikely related to the scs lead. At the time, possible surgical intervention was being considered; however, at this time no add'l info is available.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.